Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number (B)(6). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the roller jumped preventing the skin from coming out in perfect condition. There was no medical intervention, no harm reported with an unknown amount of delay to the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record could not be completed as lot/serial number is unknown. Lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is not confirmed.

Event description:
No additional event information.